Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an in-house inspection, the cardiosave intra-aortic balloon pump (iabp) unit's fiber optic test failed.

Manufacturer narrative:
A getinge field service engineer(fse) that discovered the issue evaluated the iabp unit. The fse found that the cable assembly, fiber-optic sensor extension turned out to be the cause. The fse replaced the cable assembly. The implementation of inspection work based on the inspection record sheet was completed with good results.